Manufacturer narrative:
(B)(4). G2: france. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. H3 other text : not returned.

Event description:
It was reported that a cannulated screw fractured when the surgeon was inserting it. The device was recovered in its entirety. Attempts have been made and there is no further information at this time.

Event description:
It was further reported that the device fractured during a shoulder procedure and was recovered in its entirety. The surgeon used another screw to complete the procedure. There was no serious harm to the patient.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h3, h6, h10. Reported event was confirmed as visual examination of the provided pictures identified the screw broke. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.